Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to water. The customer stated that he went into the pool with his pump on. The customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was unable to verify button error alarm due to blank display. However, the insulin pump was received with corroded keypad traces. The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received with moisture damaged at motor, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.